Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. Blood glucose reading went up to 400 mg/dl and customer¿s blood glucose at time of call was 395 mg/dl. The customer alleging that insulin pump was under delivering insulin. Customer had symptoms as nausea, vomiting, abdominal pain and difficulty breathing. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated for their high blood glucose with bolus and manual injection. Auto mode feature was active at the time of incident. Customer was neither in emergency room nor admitted into hospital. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08710 inches. (B)(4).